Event description:
Pt receives taxol 100mg, every other week, using horizon IV pump with special taxol tubing (low absorption). Pump continuously beeping. While trouble shooting, removed tubing from pump, at which time rptr noticed a leak from tubing. Infusion stopped immediately, chemo spill kit used. New tubing obtained to complete infusion without any further complications.